Event description:
It was reported that the ilet user intentionally under-announced breakfast meal sizes to reduce insulin delivery because they biked afterward, resulting in hyperglycemia around 210 mg/dl. The event involved improper use and pertained to the user interface and meal announcement behavior on the ilet system paired with a dexcom g7 and a teflon infusion set. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information, followed by education and a guided factory reset with setup and pairing steps. Investigation of this case revealed no device problem, a usage problem was identified with incorrect meal sizes being announced. The issue related to user interaction with the interface rather than device malfunction. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.